Event description:
No additional information.

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, the n40-o injector is connected to a c35-o connector, droplets of cytostatic debris can be observed. No defects or damage observed in the luer lock thread of the injector or the connector. As lot information for this incident was not available, a device history review could not be performed. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate verification. It is recommended to ensure that luer connections are tight enough before use the products. Functional testing was performed, penetrating the injector along with a sample syringe and mating components ten times, all results were found to be acceptable with no leaks identified. Based on the investigation results, no manufacturing related defects could be identified therefore, a cause for the reported incident could not be determined.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Manufacture narrative.

Event description:
Material # unknown . Batch # unknown . It was reported by customer that patient's injector piece (n40) became disconnected, resulting in a blood and medication spill. Verbatim: patient's injector piece (n40) became disconnected, resulting in a blood and medication spill.